Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2014 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged after the patient's open heart surgery. There was no pacing and no capture even at maximum programmable output. The lead initially turned off. Subsequently, the lead was repositioned successfully and it remains in use. No patient complications have been reported as a result of this event.